Event description:
Anesthesia machine alarmed that there was an air leak. Clinical engineering investigated. Found small pin holes in canisters (amsorb plus g-can co2 absorbent canister) with one lot number. Inventory with this lot number was removed from stock room and anesthesia machines.